Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Further, the infusions had been used for 1 day and 3 days, respectively. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.